Manufacturer narrative:
Correction: section h6.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited varied r-wave amplitudes. The rv lead was not used and was replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of r¿wave amplitude variation was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies, with the exception of procedural damage.